Event description:
It was reported that there was an occlusion alarm while using a pump. When the connecting tube was loosened, the clogging stopped. Patient involvement unknown.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Three samples were received for evaluation. Visual inspection revealed the sample was received without their original packaging, inside a plastic bag not in original packaging, in decontaminated conditions; no damage was noted. Functional testing confirmed reported complaint. The root cause was determined to be manufacturing. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.